Event description:
The customer originally reported the rubber was coming off the cord of her pump in style transformer. When the product was received at medela, the qe evaluation determined it to be breached, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was evaluated on 11/03/2014, the product was determined to be breached. See page three for evaluation results. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wires. The power supply was not plugged in so the voltage output across the dc plug was not measured. Resistance across the dc plug measured 459k ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 55.1 ohms, and indicates that the thermal fuse did not blow.